Manufacturer narrative:
The event occurred in (B)(6) case with patient identifier (B)(6) is related to case with patient identifier (B)(6).

Event description:
Patient's mother reported patient had a hypoglycemic incident. Mother reported the patient's blood glucose level was over 18 mmol/l at 4:30 pm today and 30 minutes later her blood glucose level dropped to 1.2 mmol/l. Mother stated paramedics arrived and are currently treating the patient. Mother reported that at 4:30 pm on (B)(6) 2014, patient was at work and was told by colleagues she was looking pale; patient tested with a reading of 2.2 mmol/l. Mother stated while on the way to get a sandwich, the patient collapsed and the paramedics were called at approximately 5 pm. Mother reported the paramedics checked the patient's blood glucose level with a reading of 2.1 mmol/l and was administered 15g of glucose gel orally. Mother stated over the next ½ hour the paramedics tried unsuccessfully to raise the patient's blood glucose level; injected 150 ml of glucose with no change. Mother reported she noticed the pump was still on and removed it and then within 5 minutes the patient began to regain consciousness. Mother stated the patient was released from the scene; the paramedics did not feel she needed to be admitted to the hospital so they took her home to rest. Mother reported they are not sure if the pump had something to do with the patient's condition or not; at this point the blood glucose meter was working fine. Mother discarded the infusion set. Mother stated the pump was left off but is now in place and being used. Requested return of the alleged meter and the pump for evaluation.